Event description:
The customer reported that, during the set up and inspection for use of their rhino-laryngo videoscope device prior to an unspecified procedure, it was discovered that the resin coating of the insertion tube was peeled off. There were no reports of patient harm.

Manufacturer narrative:
E1. Initial reporter name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection. The customer's allegation was confirmed. In addition, the investigation found that the bending rubber bonding section is chipped. Based on the results of the investigation, the most probable causes of the reportable malfunction are such as damage of parts due to deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.